Manufacturer narrative:
The device was replaced and is being returned to physio-control for evaluation. Physio-control is continuing to investigate the reported event.

Event description:
The customer complained that the device displayed the charge pak and service wrench icons. It was reported that the device would not power up. Downloaded data from the device indicates that the internal hlc battery is completely depleted.